Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos was provided for investigation. The photo was reviewed and the indicated failure mode for erroneous results, sample quality, and contamination was not observed. The photo provided showed only a screenshot of the program. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there were erroneous results, clotting/micro clots/fibrin clots, and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: verbatim: ¿thank you for taking into account this complaint raised by roche tube barricor 365050 lots: regardless of the lot false positive on troponine and during the redosing of normal toponine automaton cobas 8000. Here is the email made by romain albani to bpo for the troponin problems. As you can see, he never mentioned the barricor tube. It is a rather factual email. The laboratory on its side has established a link between all the samples that caused problems: each time they were non-fasting patients. The surface layer would therefore be of a lipidic nature. Here are the results of the study made by our center of expertise on two samples, with the pictures of the tubes attached: issue description: customer reports non reproducible result for tnths on cobas e801 for two (2) patients. Analysis: products used at customer site- ecp: 08469873190 , troponin t hs elecsys e2g 300 v2 , kit lot 52368501, expiry date 31-jul-2022 analyzer: cobas e 801 analytical unit , sn not required. Customer results/patient history: date of event: (B)(6) 2021 patient a : cobas "b" : 329 pg/ml rerun 42.3 pg/ml carovr ; rerun cobas "a" : 40.3 pg/ml patient b : cobas "b" : 95.3 pg/ml rerun 17.3 pg/ml ; rerun on cobas "a" : 14.9 pg/ml according to the fse, there are preanalytical issues in this lab, although the customer does not think so. Investigation: calibration & qc data. Calibration: calset lot 521575. All signals well within expectations at time of kit release. Qc: pc tn1 lot 488424. Pc tn2 lot 505146. All results within specified ranges; several preventive calibrations. Pre-analytical information: tube: bd barricor; sample type: plasma; sample draw volume: 3 ml; clotting time: n/a; centrifugation: 11 min, 2200 x g. Different centrifugation conditions possible; at least 1800 g. Instrument-related information: alarm trace shows more than 70 sample related alarms (sample short, sample foam detection, sample clot detection, abnormal aspiration). This points clearly to a pre-analyticla problem. Lab investigation: n/a. Other information / investigation: n/a. Pri criteria: error > 2.8 pg/ml for values = 5 to < 14 pg/ml. Error > 20% for values = 14 pg/ml. Causal factor / root cause: based on the provided data/information a general reagent issue can most likely be excluded. The issue is assessed as non-reproducible high flyer event. The exact cause of the issue remains unclear. A comprehensive discussion of possible causes and troubleshooting actions is provided in qn-cps-2016-128 and sn-cps-2016-193. The fses indication of a pre-analytical issue is confirmed by the enormous amount of sample related alarms. Although the pre-analytical checklist does not clearly show a violation of the suppliers' recommendation the sample quality seems to be very poor, which is reflected in the alarm trace. E.g. Clots in the measuring cell might not be removed during mcp which might lead to elevated results in thereafter following samples. Work around / recommendation: general reminder regarding occurrence of high flyers: some of the most important aspects are: correct and good sample pre-analytic according to the specifications of the respective primary tube manufacturer (e.g. Centrifugation time, speed, temperature) avoidance or complete elimination of foam on or clots in the samples regular and complete equipment maintenance according to the manufacturer's specifications regular visual checks of e.g. The sample carriers to ensure correct positioning of the tubes on the analyzers. Further details can be found in qn-cps-2016-128. Solution / conclusion: from the data provided a general reagent issue can be excluded. No product problem found: cir hw statement: the statement from the fse can be confirmed by the provided sfd pictures from the related samples. Both samples are partially clotted and contain air bubbles/foam as well as a further interferent of unknown nature. For further details sfd-evaluation_eh.pdf in the attachments can be considered. Partially clotted sample material can cause pipetting issues as the consistence of the sample-reagent composition is not as supposed the flow through the measuring cell flow path changes. Furthermore by aspirating clotted material the sipper nozzles can get partially clotted as well which can cause carry over like the error flag with sample ID (B)(6) (patient 2) shows. (Please see scan0269.pdf with the attachments) this carry over causes discrepant high results especially with very sensitive sandwich assays like tnths is. CAPA 270003599, CAPA 270008581. Risk assessment: 1. Is root cause confirmed? No. Please indicate if there is evidence of a causal link to the medical device problem: no product problem found; traced to pre-analytical issue. 2. Has the risk assessment been reviewed? No. Indicate why no review is required: we will continue to monitor. As a trend is identified, the risk assessment will be reviewed accordingly. Symptom code 2: annex a; a090806 - non reproducible results, a090809 - high test results symptom code 2: 2402 - incorrect or inadequate result, 2408 - reproducibility issue - non-reproducible result. Cause code 2: annex c: c19 - no device problem found. Cause code 2: 29001 - unidentified, 26802 - no medical device failure detected.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there were erroneous results, clotting/micro clots/fibrin clots, and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: verbatim: ¿thank you for taking into account this complaint raised by roche tube barricor 365050 lots: regardless of the lot false positive on troponin and during the redosing of normal troponin automaton cobas 8000. Here is the email made by (B)(6) to bpo for the troponin problems. As you can see, he never mentioned the barricor tube. It is a rather factual email. The laboratory on its side has established a link between all the samples that caused problems: each time they were non-fasting patients. The surface layer would therefore be of a lipidic nature. Here are the results of the study made by our center of expertise on two samples, with the pictures of the tubes attached: issue description: customer reports non reproducible result for tnths on cobas e801 for two (2) patients. Analysis: products used at customer site: ecp: (B)(4), troponin t hs elecsys e2g 300 v2 , kit lot 52368501, expiry date 31-jul-2022 analyzer: cobas e 801 analytical unit , sn not required. >>> customer results/patient history date of event: (B)(6) 2021 patient a : cobas "b" : 329 pg/ml rerun 42.3 pg/ml carovr ; rerun cobas "a" : 40.3 pg/ml patient b : cobas "b" : 95.3 pg/ml rerun 17.3 pg/ml ; rerun on cobas "a" : 14.9 pg/ml. According to the fse, there are preanalytical issues in this lab, although the customer does not think so. Investigation: calibration & qc data: calibration: calset lot 521575 all signals well within expectations at time of kit release. Qc: (B)(4) lot 488424 (B)(4) lot 505146 all results within specified ranges; several preventive calibrations. Pre-analytical information tube: bd barricor sample type: plasma sample draw volume: 3 ml clotting time: n/a centrifugation: 11 min, 2200 x g. Different centrifugation conditions possible; at least 1800 g. Instrument-related information: alarm trace shows more than 70 sample related alarms (sample short, sample foam detection, sample clot detection, abnormal aspiration). This points clearly to a pre-analytical problem. Lab investigation n/a. Other information / investigation n/a. Pri criteria: error > 2.8 pg/ml for values = 5 to < 14 pg/ml error > 20% for values = 14 pg/ml. Causal factor / root cause: based on the provided data/information a general reagent issue can most likely be excluded. The issue is assessed as non-reproducible high flyer event. The exact cause of the issue remains unclear. A comprehensive discussion of possible causes and troubleshooting actions is provided in (B)(4).the fses indication of a pre-analytical issue is confirmed by the enormous amount of sample related alarms. Although the pre-analytical checklist does not clearly show a violation of the suppliers' recommendation the sample quality seems to be very poor, which is reflected in the alarm trace. E.g. Clots in the measuring cell might not be removed during mcp which might lead to elevated results in thereafter following samples. Workaround / recommendation: >general reminder regarding occurrence of high flyers: some of the most important aspects are: ¿ correct and good sample pre-analytic according to the specifications of the respective primary tube manufacturer (e.g. Centrifugation time, speed, temperature) ¿ avoidance or complete elimination of foam on or clots in the samples ¿ regular and complete equipment maintenance according to the manufacturer's specifications ¿ regular visual checks of e.g. The sample carriers to ensure correct positioning of the tubes on the analyzers. Further details can be found in (B)(4). Solution / conclusion: from the data provided a general reagent issue can be excluded. No product problem found. Cir hw statement: the statement from the fse can be confirmed by the provided sfd pictures from the related samples. Both samples are partially clotted and contain air bubbles/foam as well as a further interferent of unknown nature. For further details sfd-evaluation_eh.pdf in the attachments can be considered. Partially clotted sample material can cause pipetting issues as the consistence of the sample-reagent composition is not as supposed the flow through the measuring cell flow path changes. Furthermore by aspirating clotted material the sipper nozzles can get partially clotted as well which can cause carry over like the error flag with sample (B)(6) (patient 2) shows. This carry over causes discrepant high results especially with very sensitive sandwich assays like tnths is. (B)(4). Risk assessment: 1. Is root cause confirmed? No. Please indicate if there is evidence of a causal link to the medical device problem: no product problem found; traced to pre-analytical issue. 2. Has the risk assessment been reviewed? No. Indicate why no review is required: we will continue to monitor. As a trend is identified, the risk assessment will be reviewed accordingly. Symptom code 2: annex a; a090806 - non reproducible results, a090809 - high test results. Symptom code 2: 2402 - incorrect or inadequate result, 2408 - reproducibility issue - non-reproducible result. Cause code 2: annex c: c19 - no device problem found cause code 2: 29001 - unidentified, 26802 - no medical device failure detected.¿